Event description:
In 1996, the cryopreserved pulmonary valve and conduit was implanted into a patient with a known history of aortic aneurysm, bicuspid valve, and ascending aorta and arch aneurysm. Approximately four years later the patient underwent replacement of the valve due to severe aortic valve regurgitation, pulmonary stenosis, and fatigue.